Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in guwahati, india. Customer engineer tried cleaning the pump motor without improvements. Motor need to be replaced. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. H3 other text : device inspection done by customer engineer.

Event description:
Livanova deutschland received a report that a heater-cooler 3t system had patient pump 1 stuck during priming. There was no patient involvement.

Manufacturer narrative:
The livanova technician who reached the facility confirmed the reported condition and replaced the circulator motor to solve the issue. Functional verification tests, the unit returned to service. The complaint database was reviewed and one similar event was registered on the involved device installed in 2021. Considering the gathered insight and the result of investigations performed on similar cases, the root cause of the event has been traced back to a failure of the stirring mechanism, which is likely to assume was stuck or no longer moving freely. Environmental conditions, such as high temperatures, humidity, condensation, and water infiltration may have contributed to the failure of the motor. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.